Manufacturer narrative:
The device was returned to the manufacturer and the event was confirmed for moisture in the attachment area of the device. The most likely cause of moisture accumulating in the drive train attachment area is due to the 1st stage carrier.

Event description:
It was reported that the handpiece was leaking oil while it was being cleaned. There was no patient involvement or adverse consequences related to this event.